Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10 mm amplatzer septal occluder was chosen for procedure (B)(6) 2022. During the procedure, the device was placed into the atrial septal defect. After unscrewing the occluder from the cable, the occluder tilted and caused the device to slip over the aortic rim. The occluder had embolized into the left atrium. The device was easily retrieved using a 14 fr sheath and snare. The patient remained hemodynamically stable throughout the procedure. No other structures of the patient were injured. It was noted that there was no difficulty detaching the device from the cable, there was no tension on the cable and the occluder came off the cable properly. The slipping of the occluder was due to the anatomy of the septum. It was noted that the patient had a challenging anatomy which included a very prominent aneurysm. The device was successfully removed and the case was aborted. No additional information was reported.

Event description:
N/a.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.